Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had fever and drainage at the ipg site. The physician did not see any drainage but did confirm the pt had a fever. The pt was placed on antibiotics as the physician suspected the fever was due to the flu. F/u identified surgical intervention will be undertaken to remove the ipg. Further f/u revealed the entire system was explanted due to infection. The pt has completely recovered and the issue is resolved.